Event description:
It was reported that when using the bd pyxis¿ es server oxytocin was loaded in pockets 4jo_m-pkt 17, 20, and 21; however, when inventory fell below the minimum level, replenishment was not triggered in bd logistics, possibly due to a ghost pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where medication was not triggering replenishment. A technical support specialist (tss) checked the just in time (jit) database for station and medication ID (B)(6) and confirmed there were no ghost pockets, and the jit counts matched expected values. The tss reviewed the trigger configuration and found no filters preventing replenishment but noted that the trigger was set at the station level, meaning replenishment would only occur when the total quantity across all pockets dropped below the minimum threshold of 12, not per individual pocket. Later, the customer identified that the product location in bd logistics was unassigned, which prevented replenishment from triggering, and confirmed that the issue was resolved after correcting the configuration. The system functioned as intended after the technical support specialist assessed the device. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where medication was not triggering replenishment. A technical support specialist (tss) checked the just-in-time (jit) database for station and medication ID (B)(6) and confirmed there were no ghost pockets, and the jit counts matched expected values. The tss reviewed the trigger configuration and found no filters preventing replenishment but noted that the trigger was set at the station level, meaning replenishment would only occur when the total quantity across all pockets dropped below the minimum threshold of 12, not per individual pocket. Later, the customer identified that the product location in bd logistics was unassigned, which prevented replenishment from triggering, and confirmed that the issue was resolved after correcting the configuration. The system functioned as intended after the technical support specialist assessed the device.